Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Due to no known type of intermittent catheter, there can be no labeling review. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tip of the catheter had a sharp piece. The patient also allegedly experienced self limited bleeding after removing the catheter. The patient stated that she did not notice the sharp piece upon inserting the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tip of the catheter had a sharp piece. The patient also allegedly experienced self limited bleeding after removing the catheter. The patient stated that she did not notice the sharp piece upon inserting the device.